Event description:
Labeling of both the internal and external packaging showed a left knee component, after cementation of the implant. It was discovered that the implant was a right knee implant.

Manufacturer narrative:
No adverse health consequences are anticipated due to this hazard.